Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted in a surgical procedure due to an unknown product performance issue. Also, the device and the right atrial (ra) lead were explanted at the same procedure. No additional adverse patient effects were reported.